Manufacturer narrative:
Corrected sections: e1 - "initial reporter" changed (B)(6). The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. Three kinks were observed on the catheter tubing at approximately 39.4cm & 42.2cm & 76.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the returned condition of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab. We are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon could not be inserted into the sheath. The balloon was removed and replaced to continue therapy. No consequences or impact to the patient were reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon could not be inserted into the sheath. The balloon was removed and replaced to continue therapy. No consequences or impact to the patient were reported.